Event description:
Treatment of an aneurysm. During the procedure, it was reported that the pipeline it did not open distally and was removed from the patient. Another pipeline was used in its place to complete the procedure. No injury was reported with the pt as a result of the procedure. Same event as MDR # 2029214-2012-00683.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. (B)(4).